Manufacturer narrative:
The device analysis report is attached. This report is submitted on jul 13, 2021.

Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the device was explanted on april 19, 2021 due to the patient being a non-user.